Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(4), 3 years and 10 months post implant of a 23mm sapien xt valve, the patient passed away due to heart failure. No significant increase of pressure gradient was noted prior to the patient¿s death; however, decreased mobility corresponding to the leaflet of the right coronary cusp (rcc) was observed. During the autopsy, performed at another hospital, the valve was explanted. Visual examination did not reveal any obvious finding possibly related to decreased leaflet mobility. The valve was returned to the tavr implant hospital. Visual examination at the tavr hospital noted ¿only a little¿ thrombus and no leaflet degeneration. An examination of the valve has been requested. The annular diameter measured 19.0mm by tte and 22.0mm by CT with an annular area 379mm2. Severe valvular calcification was reported. The sinus of valsalva (sov) diameter measured 27.7mm x 27.5mm x 27.8mm. The sinotubular junction (stj) diameter measured 25.7mm x 23.5mm.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the instruction for use (IFU), heart failure is a potential risk associated with aortic valve replacement and bioprosthetic heart valves. Congestive heart failure can have multiple etiologies and is often due to the progression of underlying disease processes, including coronary artery disease, uncontrolled hypertension, myocardial infarction, cardiomyopathy, fluid overload, or valvular dysfunction. Risk factors that increase a patient¿s risk of suffering from chf include obesity, advanced age, and a history of smoking. The explanted valve was returned to edwards lifesciences for evaluation. Visual inspection revealed the stent was cut longitudinally, likely during the autopsy post explant at the hospital. All three bioprosthetic leaflets were removed from the stent and were not returned for evaluation. Both sides of the valve stent were covered with host fibrous (pannus) tissue. The morphology of the host tissue attached to the inflow (ventricular) side of the frame was consistent with those of native mitral leaflet and subvalvular apparatus (i.e. Chordae). Several high density calcification nodules, mostly located in the host tissue, could be seen in the x-ray. No strut fractures were observed on x-ray. Functional and dimensional analysis could not be performed due to the condition of the returned valve; stent cut with all leaflets removed. Histological analysis could not be performed since the valve was returned without the leaflet tissue. Lot history review revealed one other complaint for evaluation codes ¿leaflet ¿ motion restricted ¿ in patient¿ and ¿leaflet ¿ inadequate coaptation ¿ in patient¿ reported for this valve at the time of implant. The original reported event resolved over time; therefore, this case was likely not related to that reported event. It should be noted that lot numbers for valve complaints reference the valve serial number only. Therefore, this review was performed by taking the valve serial numbers ((B)(4)) from the work order and verifying that there have been no other complaints associated with each serial number. Complaint history review from june 2017 to may 2018 revealed no other complaints for the edwards sapien xt valve (all sizes) for ¿leaflet ¿ motion restricted ¿ in patient¿ or ¿leaflet ¿ inadequate coaptation ¿ in patient¿. A review of the complaint history revealed that the occurrence rates did not exceed the june 2018 control limits for applicable trend category ¿leaflet motion restricted (in patient)¿. DHR review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing related issues that could have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the sapien xt valve manufacturing process valve coaptation and appearance are 100% inspected before and after valve holder attachment for mismatch/coaptation. Prior to final packaging, 100% visual inspection is also performed at preliminary packaging to ensure no damage to the valve from handling between holder inspection and brep process occurred. These inspections support that it is unlikely a manufacturing non-conformance contributed to the reported event. Since no product non-conformances or labeling/IFU/training deficiencies were identified, a review of the risk management documentation was not required. In this case, the complaint for ¿leaflet ¿ motion restricted ¿ in patient¿ was not able to be confirmed due to the condition of the returned valve and no provided relevant imagery. A review of the DHR, lot history and complaint history revealed no indication that a manufacturing non-conformance contributed to the reported event. Without the valve leaflets, the host/pannus tissue growth condition on the leaflets could not be determined. While a definite root cause could not be determined, it is possible that the growth of the host/pannus tissue on the valve impaired the valve performance, leading to the reported decreased mobility of the leaflet. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue in-growth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host/pannus tissue growth is expected. Additionally, several calcification nodules were noted in the host tissue attached to the external side of the valve. Although the exact root cause of the formation of the host/pannus tissue and valvular calcification cannot be confirmed, patient factors (chronic kidney disease) may have contributed to the host/pannus growth and calcification formation on the leaflet and the subsequent impact on the valve performance / leaflet motion and the reported heart failure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Reference CAPA-20-00141.